Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer changed pump supplies and resumed insulin delivery. There was no adverse impact to the customer¿s blood glucose level.